Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during surgery, lens stuck with plunger and doctor pull out it caused haptic broken. The iol was explanted and exchanged for an unknown lens during initial procedure without complication. There is no impact to the patient. Additional information was requested, but no further information is available.

Manufacturer narrative:
Additional information has been provided in d.9.,h.3., h.6., and h.11. The device was returned in the blister tray. The plunger lock and lens stop were removed (returned in the blister tray with the device). The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid-nozzle. No abnormalities or broken haptic portions observed in the device. The lens was returned outside the device inside a non-serialized lens case. Ovd was dried on the lens. Both haptics were broken in the gusset area. Only one broken haptic portion was returned in the non-serialized lens case with the lens. The other haptic was not returned for evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause could not be determined for the broken haptic. The lens and broken haptic were returned outside of device. The plunger was retracted upon return. The plunger position in relation to the broken haptic during advancement cannot be determined. The instructions for use (IFU) instructs: after the lens has been advanced to the fill to line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. No part of the lens should exit the nozzle prior to insertion through the incision. Once the lens is in position at the fill to line, it should be implanted within 3 minutes. Proceeding with implantation of a misfolded haptic or a lens that appears to be out of position can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. Broken haptics may occur if the operating room temperature is too high (23 degree celsius per 73 degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).